Manufacturer narrative:
Correction: b.3, h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient presented with the implant extruding from the skin. The recipient was advised to stop device use. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections d.6b. The recipient's device was explanted. No other medical intervention occurred. The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has fully healed. The explanted device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was performed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.